Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative needed to reload the software and firmware onto the system. Once loaded, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that they after a spin was performed the site went to remove the system from the patient, however it would not move and the gantry leds were flashing. They rebooted the system and were able to remove it. They left it for additional spins and the system switched to standalone mode. They rebooted to clear the error. This happened three times. They were able to complete the case without issue. There was less than an hour delay in the procedure. No impact on patient outcome.